Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Approximately 6 months post-op it was reported that the patient suffered a fall. Films did not indicate loosening or fracture of the hardware. Approximately 19 months post pp it was found that the rod was broken. The patient underwent a revision surgery 8 days later to replace the broken rods. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.